Manufacturer narrative:
Evaluation: - results - visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn and bent. There was evidence of reddish residue.

Event description:
The reporter stated the surgeon implanted an aq2010v silicone three piece lens in 2008, in the patient's left (os) eye. The lens was explanted in the same month, due to patient complaint of decreased visual function due to poor vision from mispowered iol. The original incision was reopened and the iol was bisected with forceps and scissors and the iol fragments were retrieved from the eye. The lens was exchanged for a 21.5 diopter aq2010v model lens. The surgeon stated they had selected the wrong powered lens for this patient. The lens was not mislabeled and the lens did not malfunction.